Event description:
A surgeon reported a fine line or a crack in an implanted intraocular lens (iol). Additional information was received form the surgeon who reported the pt is seeing a line of light 90 degrees form the line or crack. He also reported posterior capsule opacification was noted approximately five months after the implant surgery. The surgeon indicated he is considering refractive enhancement and/or lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Photos of the lens still in the eye were received. The iol appears to have a mark across the central optic area. The product investigation could not identify a root cause. No determination can be made from the photo. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).